Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Item was not returned to the manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This is 2 of 3 mdrs relating to the same reported event. Please also see mdrs 3002806535-2011-00166 and 3002806535-2011-00168. This report filed (B)(4), 2011.

Event description:
It was reported that patient underwent primary knee procedure on (B)(6), 2003. Patient underwent revision surgery on (B)(6), 2011 due to pain and disease progression. No further complications have been reported.